Manufacturer narrative:
The hill-rom technician found the left head siderail not latching due to a damaged rivet ratchet. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2011-2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the rivet ratchet to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom rec'd a report from the account stating the left head siderail will not latch. The bed was located at the account. There was no patient/user injury reported. (B)(4).